Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the tube extension was cracked, broken and missing a piece at the proximal clevis interface. The missing piece measured about 0.237 x 0.153. The clevis was dislodged from the tube extension. The tube extension likely broke due to excessive side loading. The instrument passed electrical continuity testing. Engineering also found the distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. No other damage was found. There was a crack on the main tube; it measured about .302. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument orange sleeve was noted to be cracked. No patient harm, adverse outcome or injury was reported.